Event description:
Charge nurse stated she had a bed that would not stay up.

Manufacturer narrative:
Technician found the bed would slowly drift down when raised. The bed had a hi/lo drift. Technician cleaned and degreased the hi/lo brake to resolve the issue.